Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject device for evaluation. It was duplicated the reported phenomenon. It was found the qb board failure which could not been started up the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from sorc, omsc determined that the cause of the reported phenomenon was the qb board failure of the subject device. Since omsc could not check the qb board, it would not be identified the cause of the qb board failure. However it might have occurred due to accidental component failure on the qb board. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device sometimes did not start up when it was turned on during preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.